Event description:
Patient reported via (B)(4) study that her baby was diagnosed with leukemia (B)(6) 2010 at (B)(6). The patient had a primary augmentation prior to this diagnosis on (B)(6) 2009. She states that the baby is doing very well now. She does not give permission to call the physician, so at this time, we are unable to receive further info. If more info is received, a supplemental medwatch will be sent. This file represents the left side device. See 2024601-2013-00134 for the right.

Manufacturer narrative:
(B)(4). Per allergan silicone labeling ((B)(4)): the event of varied injuries to offspring showed no reports of varied injuries of children born to women with breast implants (this includes events of this reported leukemia of the child). ¿two studies in humans found that the risk of birth defects overall is not increased in children born after breast implant surgery".